Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint.. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Head ache, included in neurologic deficits is a known potential adverse events associated wit the use of the enterprise vrd device and are listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that anatomy and intraprocedural factors may have contributed to the reported events. No further action is needed at this time.

Event description:
As reported by (B)(6) study, (B)(6) underwent stent assisted coil embolization on (B)(6) 2016. Pre-treatment angiography revealed an anterior circulation aneurysm on left side wall of the supraclinoid carotid artery. The aneurysm was saccular in shape with the following dimensions: dome height 4.2mm, dome width 4.1mm, neck width 2.9 mm and dome to neck ratio of 1.4. The internal diameter of the parent vessel proximal to the aneurysm was 2.8mm and distal to the aneurysm was 3.0mm. Jailing technique was used during the procedure and one coil was place in the aneurysm before the enterprise 2 stent (enf403012c/10665774) was placed. Total of seven competitor&#62688;coil were placed in the aneurysm. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was three. There was no evidence of stenosis or thrombosis; there was no reduction in flow in the parent artery. The enterprise2 stent remains implanted. Adverse event of headache was reported with date of onset (B)(6) 2016. The anticipated event was new and mild in severity; not a serious adverse event. The event was possible related to the study procedure, to the codman study device and to the other devices used. The event was unlikely to be related to the underlying disease state. Patient was provided drug therapy as an intervention for the adverse event that resolved with no residual effect on (B)(6) 2016.